Event description:
Per the customer, there is a concern of the the canister qbl being so low. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.